Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the wrist of the vessel sealer extend (vse) instrument installed in universal surgical manipulator 4 (usm4) moved in the opposite direction. The issue occurred during mid-procedure. An intuitive surgical, inc (isi) technical support engineer (tse) was contacted for troubleshooting assistance. Tse advised the customer to reseat the sterile adapter, reinstall the vse on another usm arm; however, the issue persisted. The customer decided to replace the vse instrument with a cadiere forceps instrument and no further issue was reported. The procedure was continued with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site's clinical engineer and obtained the following additional information: the instrument was inspected prior to use and no damage or anything out of the ordinary was found. The issue occurred approximately three hours after beginning the procedure and when the surgeon's head was inside the surgeon side console's (ssc) high resolution stereo viewer (hrsv). The issue occurred while the surgeon was attempting to manipulate instruments. The movements of the surgeon did not scale appropriately to the instrument. The instrument moved in the opposite direction to the operation of the master controller. The timing of the instrument movement was appropriate. There were no shakiness and/or friction experienced. No instrument-to-instrument or system arm-to-arm interference or external collisions were reported. There was no problem with the instrument at the beginning, but the issue occurred from the middle point, during deployment of the tissue.

Manufacturer narrative:
Based on the claim against the product by the customer noting unintuitive motion on the vse instrument, an investigation is in progress to determine the cause of this reported event. Although the complaint regarding the issue was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. Intuitive surgical, inc. (Isi) has not yet received the instrument for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the vse instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. This instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly and moved in the reverse motion. This indicates that the movement of this instrument is unintuitive, where it moved precisely and proportionally to the master but in the opposite direction. Additional observation found dislodged metal tabs on the distal end of the main tube, likely causing the instrument to have unintuitive motion. The shaft was found to be out of normal position from the main tube. The root cause of this failure is attributed to the user mishandling/misuse. Both findings are related. The complaint was confirmed by failure analysis, the information gathered indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.